Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 31mm watchman flx implant was deployed. After deployment, minor st elevations were noticed and air was seen distal to the watchman flx implant. The patient's blood pressure dropped slightly. The patient's blood pressure restored after about 5 minutes and the patient left the operating room with no issues and was in a stable condition after waking up from anesthesia. The patient was discharged the next day and continues to do well with no complications.